Event description:
It was reported to ge medical systems that a pt received a third degree burn to an elbow during an mr scan. The user manual warns against the placing of an elbow against the magnet bore.